Event description:
The customer had been receiving questionable gentamicin results on their c501 analyzer for the past few weeks. The customer provided data for six samples, of which one had discrepant results reported outside the laboratory. All testing was performed on the same c501 analyzer. The patient's initial gentamicin result was 0 ug/ml. On (B)(6) 2012, the repeat result was 1.02 ug/ml. The customer considered the repeat result to be correct. It was unknown if the patients were adversely affected. The gentamicin reagent lot number was 64602901 and the expiration date was 10/31/2012. The field service representative determined the sample probe had gel on the bottom of the probe. He replaced the sample probe. Calibrations and quality controls were run with results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.